Event description:
Right lobe lobectomy. One of the four reloads was fired on the pulmonary artery branch, lower lobe. No buttress material was used on any of the reloads. No issues were noted during surgery. The patient was being transported to recovery when blood was noticed in the chest tube. The patient returned to surgery. Upon opening the patient, it was noted that one of the staple lines did not hold. It is not known which of the four reloads being returned is related to this staple line. The patient received a blood transfusion and the staple line was over sewed.

Manufacturer narrative:
(B)(4).